Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead displayed a fault code indicating low lead impedance measurements of less than 20 ohms. A guidant sales representative provided information on device and lead replacement to the physician and the patient while the patient was in the hospital. The next morning, the patient checked out of hospital ama (against medical advice). It is reported that daily measurements show from jan 05, the daily pacing lead impedance measured from >3000 to 600 ohms and the shock lead impedance measurements for the past week were >125 ohms. There are also low r- waves. The physician and patient were told that the device and lead may not delivery therapy with the shorted shock lead message and the shock lead impedance of <20 ohms after maximum energy shock. ,